Event description:
It was reported, two days post implant, that the right ventricular (rv) lead exhibited intermittent loss of capture. The implant with this lead was difficult as the physician had a hard time finding viable tissue. The lead was not able to capture at maximum output and no r waves were sensed in unipolar and the threshold was high in bipolar. It was noted on the echo that the lead had perforated. The lead was attempted to be repositioned but was unable to be secured in the ventricle with acceptable measurements. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal connector of the lead was ext rinsically bent. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri, implantable pacing, lead (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.